Event description:
Baxter reported a home patient's transfer set became disconnected from the titanium adapter during the night. The patient woke up in a puddle. The patient received prophylactic antibiotics (medication and dose unknown). No patient injury resulted per baxter affiliate.